Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The unit passed 67.7 hours of extended testing. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has an auto-reset issue during patient use. The customer confirmed that there was no patient harm associated with the reported event.